Manufacturer narrative:
1 device that was pending was evaluated and it was determined the device experienced tracks cannot be folded, which is not reportable. 1 device that was pending was found to have been created in error as there was no malfunction with the device. 1 device that was pending was found to have been reported to times for the same device.

Event description:
This report now summarizes 114 malfunction events(s), instead of 117.

Event description:
This report now summarizes 113 malfunction events(s), instead of 114.

Manufacturer narrative:
The devices that were pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results). 1 device: belt/deformation problem. 1 device: wheel/device migration. 1 device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 109 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. 6 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 117 malfunction events(s), where it was reported the devices experienced difficult to maneuver unit which does not result in a tip. There was 1 event with patient involvement; the patient experienced unspecified musculoskeletal problem.